Manufacturer narrative:
The investigation determined that a higher than expected vitros tropi es result was obtained from a single patient sample tested using vitros immunodiagnostic products troponin I es reagent pack lot 6250 tested on a vitros 5600 integrated system. The assignable cause of the event could not be determined with the information provided. No historical quality control results were provided upon request, therefore, a performance issue with vitros tropi es lot 6250 cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 6250. A diagnostic vitros tropi es within-run precision testing to assess the performance of the vitros 5600 integrated system was within the acceptable guidelines, therefore, a performance issue with the vitros 5600 integrated system did not likely contribute to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was unknown if the customer was following the sample collection device manufacture recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was potentially present in the affected sample, although this could not be confirmed.

Event description:
A quidelortho (qo) field application specialist (fas) contacted the ortho technical solutions center (tsc) on behalf of a customer to report a higher than expected vitros tropi es result obtained from a single patient sample tested using vitros immunodiagnostic products troponin I es reagent pack lot 6250 tested on a vitros 5600 integrated system. Patient sample result of 0.345 ng/ml (above the ami) vs. The repeat vitros tropi es result of <0.012 ng/ml (<url). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).